Manufacturer narrative:
Mfg site eval: samples received: picture of the box affected. There are no previous complaints of this code batch. In the picture received, the central part of the box label is not printed. We have checked the warehouse printers where the box labels are printed and they are all in good conditions, no malfunctions are found. As the box label contains the data matrix, the box was not automatically discarded and it was shipped to the customer. We assume that this mistake was an isolated malfunction of a printer, we have not received any other customer complaints regarding this issue for the last three years. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: (B)(6). One pack of c1049208 found with incomplete label.